Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified red particle material on the shell, fluids and red tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported "right-side capsular contracture, baker grade IV and implant exchange from textured to smooth on the biocell form¿. Device has been explanted.

Event description:
Healthcare professional reported "right-side capsular contracture, baker grade IV and implant exchange from textured to smooth on the biocell form¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "right-side capsular contracture, baker grade IV and implant exchange from textured to smooth on the biocell form¿. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade IV and implant exchange from textured to smooth. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "right-side capsular contracture, baker grade IV and implant exchange from textured to smooth on the biocell form¿. Device has been explanted.